Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. The 99% stenosed target lesion was located in the calcified and moderately tortuous common femoral artery. A 7.0x20mm sterling balloon catheter was advanced to treat the target lesion. The first inflation was performed at 6 atm's for 60 seconds. The balloon ruptured on the 2nd inflation at 4 atm's. The procedure was completed with a different device. There were no reported patient complications and the patient's status was good.